Manufacturer narrative:
Investigation summary: ppae(thrombocytopenia/arterial occlusion): the root cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 58 year old male with history of cocaine abuse and non compliance presented with coronary artery disease and mitral regurgitation and was transferred for CABG with impella. On (B)(6) they underwent impella 5.5 placement via right axillary artery and CABG. On (B)(6) thrombocytopenia concerns were noted due to 90k/ 4u platelets were transfused. On (B)(6) the impella 5.5 was successfully weaned and explanted without incident. On (B)(6), 4 days following removal it was noted that there was radial artery thrombus. It did not specify if it was the right or left radial artery, and if patient had an arterial line in on the ipsilateral side.